Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Time between meter testing and lab draw about 1-2 hours on (B)(6) 2010, and testing was completed at the same time on (B)(6) 2010. Caller also reports wiping first drop of blood and exceeding 30 seconds when getting blood to strip on (B)(6) 2010.